Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultraeasy meter powers off during use. Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient alleged that the issue began on (B)(6) 2013, at 5pm. The patient¿s testing frequency is not known, other than diabetes, it is not clear if the patient suffers from other health conditions, and it is not known if the patient tested his blood glucose with another device after the reported power issue occurred. The patient manages his diabetes with insulin (self adjuster); however, according to the patient he was not able to properly administer his insulin (as usual) and subsequently ten hours later, he felt dizzy and had reportedly passed out. The patient, however, denied receiving any form of medical intervention after the reported power issue occurred and it is not known when the patient regained consciousness. At the time of troubleshooting, the csr verified the patient was no using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
(Serial #) information was not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (12/28/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have something stuck under spc pin 1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.